Event description:
It was reported that the patient believes that the device interferes with the patient's car, and as a consequence, some car parts were replaced. Follow-up has yielded no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.